Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a small piece breaking off the top of the reservoir compartment, specifically at the retainer ring. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed and included confirming the physical damage, advising the customer to disconnect from the pump, discontinue use, revert to a backup plan as instructed by their healthcare professional, place the pump in storage mode, and arranging for device replacement and return. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Unit had broken reservoir tube lip, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. The pump was received with 10% of reservoir tube lip broken off, however the test infusion set and reservoir did lock properly into place. Cosmetic damage was confirmed at retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.